Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ra pacing threshold is intermittent at max output. Mode reprogrammed to vdd. No hospitalization was needed because this was performed in-office.